Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. Data was returned and not evaluated the complaint device was returned 08/20/2018 for evaluation. Performed visual test and passed. Performed voltage test and passed. Performed pairing test with (B)(4) bluetooth device and passed. Performed transmitter functional testing and passed all relevant testing. Performed share log review and a loss of connection found in log. The reported event of a loss of connection was confirmed. Probable root cause could not be determined.